Manufacturer narrative:
The gauze item contained in this report is manufacturered by a plus international. Roi cps, llc receives the gauze item from the manufacturer and places the item into convenience kits.

Event description:
Raytec are fraying. Raytec removed from field. There was patient contact; however, there was no harm to patient. No delay to case.